Event description:
During surgery, eva produced red screen with error codes. Unable to continue procedure, patient experienced a collapsed eye during the process of wheeling in an alternate machine to carry on with the operation.

Manufacturer narrative:
The final conclusion is: a car160 ("error in pump chamber actuator. Fluidics system is not available") error occurred. The log file was checked finding four car160 errors on three different dates. No evident cause for these errors could be found in the detail log files. From analysis of car160, a measurement of the necessary forces to release the pump rotor from the parking position shows that it is within the designed values, but still high enough to potentially trigger the car160 due to instantaneous 'locking' of the rotor . No other causes are found after analyzing the pump with a fat (factory acceptance test), the most likely cause of the errors is a high magnetic parking retention forces. An engineering team is currently working to characterize and prove the identified root cause candidate. In reviewing the impact of car160, it is clear that this controlled error state leads in all cases to a safe state of the machine. During this error state, the surgeon is able to adjust pressure by altering the height of the infusion liquid. The eva system provides feedback to the surgeon to confirm the error. The eva system is tested and compliant with iec 80601 medical electrical equipment part 2-58:2014 particular requirements for the basic safety and essential performance of lens removal devices and vitrectomy devices for ophthalmic surgery. Dorc will incorporate the findings from this incident with it's ongoing continuous improvement efforts, and will seek to introduce enhancements where possible to eliminate root causes of identified issues. In reviewing the overall post market surveillance profile for eva, dorc retains it's view that the device is safe and effective, and the occasional assertion of error states remains within the risk profile forseen in the fmea. - attachment: [mir 46934_final report_signed.pdf].

Manufacturer narrative:
(B)(4).

Event description:
During surgery, eva produced red screen with error codes. Unable to continue procedure, patient experienced a collapsed eye during the process of wheeling in an alternate machine to carry on with the operation.